Event description:
The hospital reported that at the completion of the coronary artery bypass graft procedure, two heartstring seals didn't unravel completely during the removal process. The seals were removed without damaging the anastomosis. No pt complications were reported by the hospital.